Manufacturer narrative:
H11: according to the complaints database review, no further similar issues have been reported in the past nor concerning trend has been identified. Based on investigation findings, the root cause of the reported issue has been traced back to a faulty pump motor control board. The failure of electronic boards may result from multiple, non-deterministic factors, including exposure to heat, dust, and moisture; accidental impacts such as drops and falls; power overloads or surges; as well as variability in micro-level subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the reported condition. An issue with the motor control board was detected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 mast roller pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 mast double roller pump stopped during a procedure. There is no report of any patient injury.